Event description:
It was reported to philips that the device failed co2 calibration. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.